Manufacturer narrative:
The device was not returned to edwards for evaluation. The device was not retrieved due to endocarditis. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 27mm mitral valve was explanted after a duration of approximately twenty-five (25) days due to infective endocarditis. Another same model 27mm mitral valve was implanted in replacement. The device was not returned for evaluation due to infection and it was discarded at the hospital. Type and source of infection were not reported. There was no allegation of device malfunction.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. A lot history review was performed for endocarditis and no complaints for the same defect were found. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined. H11. Corrected data: corrected h6 investigation findings field.